Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4). Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: summary: checked and found that functional key not operational (display on screen).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: checked and found that functional key not operational (display on screen).